Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked reservoir tube lip, a cracked reservoir tube and tube window, cracked battery tube threads and a shifted end cap sticker.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 330 mg/dl, which was treated with insulin. The customer noted that she had exposed the sensor to a birth examination area, where there may have been a magnetic field; she advised that the insulin pump was left in a changing room, however. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.